Manufacturer narrative:
Per tandem's pump user guide: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced diabetic ketoacidosis with blood glucose (bg) approximately 300-400 (mg/dl). The customer went to the hospital and was treated with insulin drip. Reportedly, the customer uses apidra insulin within the cartridge. Tandem's technical support educated customer on cartridge/insulin labeling. The customer was discharged 12 hours later with no permanent damage. Reportedly the customer reverted to manual injections for insulin therapy.